Event description:
I used super poligrip from approx 1959 to present. While I was using super poligrip, I began experiencing tingling and burning in my legs. In (B)(6) of 2009, I was diagnosed with neuropathy. My neuropathy is permanent and requires continued medical care and treatment. Dose or amount: pea-size amount, frequency: two times per day, route: oral. Diagnosis or reason for use: dentures - top plate. Event abated after use: no.